Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low energy pulse) has been confirmed. Upon investigation the monitor demonstrated an intermittent connection. The cause for the intermittent connection was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the low-energy pulse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a low-energy pulse during functionality testing.